Manufacturer narrative:
The device remains in service. No further information is available at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple shocks due to atrial fibrillation with rapid ventricular response. The multiple shocks delivered exhuasted therapy. Technical services discussed programming for optimization and the patient will be referred for further evaluation to an electrophysiologist. No adverse patient effects were reported.